Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4) - incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. Investigation summary: the complaint device was not returned by the customer therefore, device is not available for a physical evaluation. It was reported the electrode device did not coagulate. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system at this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that before arthroscopy, it was observed that the vapr s90 electrode device would not coagulate. According to the reporter, the device did not work from the beginning of surgery. It was not reported if there was a delay. It was reported that the surgery was completed with a new electrode. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The exact date of this event was unknown, but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.